Event description:
It was reported that during a prostate procedure "fiber cap detachment - cap became loose during lasing caused constant pulsating beam" at 85,991 joules; fiber tip was retrieved, the case was completed with a second fiber. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap is still attached to the fiber; the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.